Event description:
It was reported that during an examination on the mammomat inspiration system, an unintended movement of the stand occurred. The pt was sitting on a chair and had the examination in cc cranio-caudall position. The technologist took an image, moved the stand upwards by using the footswitch and returned to the control console to verify the image. While the technologist was at the console, the stand suddenly dropped down on the pt, who was sitting on the chair underneath. The stand dropped down to low end limit and touched the pt's knee, frightening the pt and the technologist, but causing no injuries. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens local service engineer, (B)(4) submitted a recorded video of the system movements and the defective footswitch to the factory for further investigation. The system is equipped with emergency stop buttons available to the operator to stop all unintended device movements. (B)(6).